Event description:
It was reported by resmed (B)(4) that the circuit identification of the astral device was not recognized. This resulted in the device not ventilating. The device was not in use when the fault occurred, therefore, there was no pt involvement. Ref MFR# 3004604967-2013-00131.